Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had hardware low level failure alarms. The customer's blood glucose level was 12.7 mmol/l. The customer reported that they were able to clear the alarm and complete the rewind. The customer stated that the insulin pump did not pass the self test. Customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed displacement test. Pump error 63 alarm during self test and confirmed in the insulin pump history due to broken trace on keypad assembly. No unexpected device test failed alarm noted during testing.